Manufacturer narrative:
Device was returned with header being broken off from the device, and this is consistent with explant damage. As a result of this finding, abbott is performing further investigation. Further analysis on device did not find any anomaly other than voltage being at end-of-life level. Longevity assessment was performed, device¿s implant duration projected longevity and considered normal battery depletion.

Event description:
It was reported that the patient presented for an explant procedure. Upon removal of the implantable cardiac monitor, the end of the device became separated from the body of the device. Physician created a larger incision and retrieved the remaining piece. Patient was stable before, during, and after the procedure.